Event description:
Zimmer knee implant develop sepsis and cellulitis. Had emergency surgery and loosening parts. Had total knee replacement done (B)(6) 2017, zimmer knee. Zimmer knee product, made me very sick.